Manufacturer narrative:
The cable was not returned for evaluation; hospital is conducting their own investigation. Hospital reported that it took only five seconds for patient to receive burn after scope/camera/cable were laid on patient's bare skin. This leads us to believe that the light source was not put on standby before it was laid on the patient; we cannot confirm. We have this warning in our IFU: warning never place the end of a fiber optic light cable or telescope connected to a light cable on or under a surgical drape while the light source is activated. The intensity of the light source may cause burns to the patient and/or the surgical drape. Turn the light source to standby or initial mode when it is not in use. Karl storz recommends that the appropriate size light cable be used to minimize the heat energy generated from the light source. Use of appropriate size light cable will reduce the risk of patient burns, as well as the risk of igniting flammable material. Never attach a cable or cable connector to patient or drape.

Event description:
Allegedly, the doctor laid a scope which was connected to a camera and attached to an active light cable on the patient's bare skin; the patient received a burn. The hospital provided no further information.